Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was unraveling at the hub upon removal from the penumbra system ace 68 reperfusion catheter kit packaging. The unraveled ace 68 was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new ace 68.